Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The consumer reported issues with 5 freestyle libre 2 sensors and 1 freestyle libre reader, all with unknown serial numbers. This report covers all 6 devices. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a complaint was received regarding the failure of 5 adc devices and "1 reader." Per the report: I have attempted to use the abbott labs freestyle libre 2 gsm and have had 5 out of 5 sensor failures. I placed the first sensor correctly and had it work for the entire 14-day life cycle. After the replacement of 5 failed sensors and 1 reader, how could the freestyle libre 2 system be considered effective with a 100% sensor failure rate? The sensor failures happen within the first hour of initialization between the reader and the sensor. No contact information was provided to adc, therefore adc is unable to attempt any follow-up activities related to this event. There was no report of third-party medical treatment and no further information was provided. Based on the information provided, there was no report of serious injury associated with this event.